Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The tip-up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece of approximately .186" x .490" was found to be broken off. The broken piece was not returned along with the instrument. Common causes of the failure mode broken instrument grips-tips are typically attributed to the user, such as excessive force applied to the instrument jaws. This damage during use may result from applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. A review of the instrument log for the tip-up fenestrated grasper instrument (part #470347-12 / lot #k13220912 0315) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 and has 8 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed the tip-up fenestrated grasper instrument tip was broken and acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during central processing the tip-up fenestrated grasper tip was found to have broken off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator stated, the broken grip on the tip-up fenestrated grasper had occurred during sterilization and it was noticed after the sterilization process was completed.